Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was used in a procedure. According to the complainant, during irrigation, a backflow into the tubing was noted.